Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported that insulin leaked from the infusion set at the insertion site resulting in elevated blood glucose levels. The patient's blood glucose level was more than 350 mg/dl. The insulin leak occurred 1.5 days after (B)(6) 2023 and (B)(6) 2023.